Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user does not use her device and requested its explantation. Reportedly, hearing performance is not affected. Explantation surgery was performed.

Event description:
The user does not use her device and requested its explantation due to pain. Reportedly, hearing performance is not affected. Explantation surgery was performed. No cause for syncope was identified by neurology. The symptoms were present only during fitting and when using hearing aids. The user fainted just after the activation. The user did not have auditory sensations during the fittings.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient reported pain and lipothymia with use of the device, resulting in non-usage of the device. Pain is a known undesired side-effect of cochlear implantation. With the information received, the root cause of the lipothymia is unclear, and there may be unknown medical reasons as the lipothymia is reported to also be present during other exams, and with the use of hearing aids. This is a final report.